Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. Customer experienced excessive thirst, urination and fatigue. The blood glucose reading at the time of the event was 350 mg/dl. Customer also experienced an anxiety attack. Customer treated with a manual injection before going to hospital. Customer stated that she had a bent cannula. The current blood glucose reading is 265 mg/dl; customer treated with insulin pump. Nothing further reported.